Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation that the heated tubing is overheating. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the manufacturer's product investigation laboratory for investigation. During internal and external investigation, the manufacturer observed dust-like contamination and hairs/fibers on iso (international organization for standardization) port. Dust-like contamination on heater plate had slight and blower motor and inside of it. Inlet/outlet seal had slight white dust-like contamination and tiny black hairs/fibers on it. Water tank had potential mineral deposit stains in it and dust-like contamination in it, potential stress cracks on the bottom edges of the heater pan and no leaks were detected. Brown dust-like contamination on the edges of the therapy button area and rim of the center enclosure. White and black dust-like contamination and hairs/fibers at the air inlet of the blower box. Dust-like contamination and hairs/fibers in the bottom enclosure. Dut-like contamination on the bottom of the heater plate and a piece of potential paper under the heater plate. The manufacturer was able to confirm the complaint of the heated tube constantly being heated without therapy initiated. Manufacturer confirmed q6 of the pca was defective. Manufacturer was not able to confirm any issues with the heater plate or any odors. The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 2 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was a presence of dust like contamination and unable to address the patient's symptoms.